Manufacturer narrative:
Lot number received. Per additional information, dt no longer reportable. This MFR. Report # 9610048-2019-00306 is void. The following information has been updated: d.4. Medical device lot #: 8255880; d.4. Medical device expiration date: 2023-08-31; h.4. Device manufacture date: 2018-09-25 h3 other text : see h.10.

Event description:
It has been reported that the insyte 24ga x 0.75in has been found with a deformed catheter tip during use. The following has been provided by the initial reporter: package of the catheter is removed and then when the device is removed from the shield, it presents difficulties and when it is completely removed, the tip of the device is completely deformed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the insyte 24ga x 0.75in has been found with a deformed catheter tip during use. The following has been provided by the initial reporter: package of the catheter is removed and then when the device is removed from the shield, it presents difficulties and when it is completely removed, the tip of the device is completely deformed.